Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would continuously reboot. Functional testing was unable to be performed. The receiver case was opened to download data log directly from the ui pcba board. The reported event of a loss of connection was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted upon completion of device investigation.